Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed no cartridge. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D3: mfg. Establishment name updated. D9: device received on 05/06/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the reported problem was not duplicated. However, the issue was confirmed through the device's event history log. The device's downstream occlusion (dso) sensing point was found to be damaged and the lock not being in good shape was found to be the cause of the issue. The dso sensor and lock were replaced to fix the issue.